Manufacturer narrative:
This supplemental report is being submitted to provide the event date (b3) and the reporter's title (e2, e3).

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer¿s (omsc) investigation results. The OEM conducted a review of the device history records and confirmed that there were no abnormalities, special adoptions, or variations during the manufacturing process. Omsc noted there was no repair history and there were no records of similar complaints. A review of the risk management file indicated the level of harm was medium harm for an abnormal image issue. There was no corrections or containment measure necessary. The exact root cause could not be conclusively determined, however, based on the evaluation results the most probable cause could be attributed to a malfunction as an abnormality such as image distortion was likely a faulty cable unit or connector board unit. Typical causes of cable breakage can be from internal disconnection due to user misuse (ie. Cable indentation, twisting) or internal disconnection due to aged deterioration. To mitigate the risk of device damage, the instruction manual contains the following information about the handling and general precautions. ¿do not bend, pull, twist, or crush the camera cable with excessive force. Doing so may cause the camera cable to break. ¿

Manufacturer narrative:
The referenced device was returned to the service center (oci) for evaluation. A review of the service history indicates the hd camera head was purchased on may 7, 2015 and was last serviced via repair on november 12, 2019 for a flickering image issue. The evaluation confirmed the image flickered and was grainy. The cable/connector was damaged. Based on the evaluation results, the potential cause of the reported malfunction could be attributed to excessive stress applied to the cable/connector via physical damage or normal wear.

Event description:
The service center (oci) was informed that during a diagnostic procedure, the hd camera head image flickered and disconnected when the cable of the camera head was moved in a particular way. There was no patient injury reported. No patient details could be provided.